Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that sixteen (16) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis and moderate aortic insufficiency. A transcatheter valve was implanted and tee revealed a very successful outcome. The patient male was taken to the ctcu in stable condition and was later discharged on pod #2.